Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2218-70, serial #: (B)(4), batch# : (B)(4), description: linear st lead kit 70 cm. Model: sc-2317-70, serial #: (B)(4),batch # : 21686191; serial #: (B)(4), batch # : (B)(4). Description: infinion cx lead kit, 70cm the explanted devices were not returned to bsn as they were disposed of by the medical facility. As the devices involved in the complaint have not been returned, the complaint investigation site (cis) could not perform a device analysis. However, a review of the complaint reports and device history records did not find any anomalies or deviations that potentially relate to the reported event there is no reason to suspect a manufacturing defect as the source of the reported complaint.

Event description:
A report was received that during a lead implant procedure the physician was unable to successfully implant the two cx leads as they kept moving anterior. The physician removed the leads and then implanted two different leads. The patient felt stimulation in non-pain areas, therefore, the leads were repositioned. During intra-op testing the patient confirmed feeling paresthesia in his back and legs, then the stimulation was turned off. The patient then stated he could not feel his legs. The leads were removed and the procedure was aborted. The patient was transported by ambulance to the hospital. The physician is unsure of the cause of the event or if the event is device or procedure related. The patient is going through physical therapy regaining strength. He is doing well, and is able to walk, and function.